Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy, painful rash and hives under the therapy pads with open skin and pus. The patient's nurse indicates that the patient's doctor recommended that the patient take benadryl for the rash. During a follow-up, the patient indicated that the condition of the irritation had improved.